Event description:
During a pulsed field ablation (pfa) procedure, an air leak was noted at the hemostasis valve of a 13f introducer that was used with a versacross rf transeptal wire. The user performed the transseptal puncture with the agilis 13f introducer and versacross rf transseptal wire. After transseptal access was achieved, a non-abbott (pentaray) mapping catheter was used to map the left atrium, and the device was then removed. At this point, no bubbles were seen during aspiration and all proper flushing was done. A non-abbott catheter (farapulse, boston scientific) was then inserted through the agilis 13f introducer. After ablating the left pulmonary veins, the user flushed the sheath and noticed significant bubbles pulled back before going to the right veins. The non-abbott catheter (farapulse) was then removed from the sheath and the sheath was flushed again and no bubbles were pulled. However, the user exchanged the sheath for a new agilis 13f as a precaution. The new sheath functioned as intended and the procedure was completed with no patient consequences.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 13f agilis steerable introducer sheath and dilator were received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A corrective action was initiated to investigate the failure mode of the agilis leak.